Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.

Event description:
The patient received the scs system on (B)(6) 2009. It has been reported the patient's entire system was explanted on (B)(6) 2011 due to a possible infection at the ipg pocket site. It is unknown when the infection was found. The patient was kept in the hospital overnight for observation. The patient was treated with IV and oral antibiotics. A tissue culture was taken but no confirmed diagnosis has been provided. No further information is available at this time.